Event description:
Patella revised due to wear.

Manufacturer narrative:
Information requested on 9/26/96. Conclusion statement: product worn due to fractured femoral component. Product was MFR and sold by another co, the assets of which were purchased by this co. Tree contacts to user facility were made and documented requested medwatch form. Info was not received.